Manufacturer narrative:
Voluntary medwatch submission #: mw5066839 and mw5066842. 18-90 years old; the device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing was leaking at the connection to the cassette on the patient side. The patient presented to the healthcare facility with the tube leaking. It was noted that the pump was checked and found acceptable. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00665.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found delamination in the bonded union between the pump tube and the extension tube. Functional testing involved simulated use testing and found that the device leaked on the bonded joint between the pump tube and extension tube. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 32 devices underwent visual inspection, leak and pull testing, and accuracy testing and found no delamination or discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue; the production personnel did not verify the solvent bond between the tubes.